Event description:
It is reported that the instrument was broken during surgery. No foreign body was left in patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The shell inserter was returned for evaluation. Dimensional analysis of measurable features found them to be within tolerance. The device shows wear & tear which has occurred during the filed life. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is attributed to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.